Event description:
"Motor got very hot in doctor's hand" - is the reason stated on the repair order. On follow-up conversation with the hospital, staff member reported that doctor switched motor during the case. No patient injury occurred, no burn to surgeon, rather heat caused discomfort.